Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are two medical device reports associated with this event. This report is associated with the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported that following an intraocular lens (iol) implant procedure, the patient experienced symptomatic glare & halos when driving. The iol was exchanged in a secondary procedure for monofocal lens. Additional information has been requested and received stated that there was no patient harm and patient was not hospitalized. The prognosis was good.